Manufacturer narrative:
The available information suggests that the chronic device and newly implanted lead system remains in-service.

Event description:
Boston scientific crm received information that this device and competitor right ventricular (rv) pace/sense lead were exhibiting electrogram noise on the rv pace/sense channel. This observation was associated with oversensing, pacing inhibition and variable impedance pacing measurements. The patient has complete heart block (chb) and is 100% pacemaker dependent. The patient was experiencing presyncope but no reports of loss of consciousness. Technical services discussed programming options (for bradycardia pacing) and was informed that the patient would be transported to the hospital in preparation of a lead revision procedure. The local representative suspects that the competitor rv pace/sense lead may be fractured. Technical services advised the use of a temporary pacing lead or left ventricular (lv) pacing (with pulse system analyzer) during the revision procedure. The competitor rv pace/sense and guidant rv defibrillation leads were explanted and replaced. The physician elected to replaced the competitor right atrial (ra) lead because of long implant age and high probability of lead failure. The chronic rv defibrillation lead was explanted due to pre-existing high rv pacing thresholds. During induction testing, technical services was contacted to discuss this device reconfirmation algorithm. A model#4549 lv was not implanted due to placement difficulties (unable to advance lead into the target vessel). A model#4592 was not implanted due to diaphragmatic stimulation. A model#4555 was successfully implanted into the lv.